Event description:
It was reported a patient's implantable cardioverter defibrillator presented with far p oversensing. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Additional information: b5, d6a, h6 - programming changes and implant date.

Event description:
New information received notes that programming changes were made on the implantable cardioverter defibrillator. There were no patient consequences.